Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was having "trouble with it" which was clarified as their implants "slipped down" and now bothers their leg. They said the healthcare provider (hcp) wants to remove the device and possibly replace it. As a result of what was reported, the patient was redirected to their hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received about the patient. Patient said, "its implanted at my spine and it slipped down". The consumer did not specify which implanted device had slipped down nor did they indicate if both devices slipped out of position. No further patient complications have been reported as a result of this event.